Event description:
During product analysis review for an explanted generator received due to device replacement for low battery, it was discovered that a high impedance event was previously captured on the generator. Within the data dump, retrieved off the explanted generator, it was observed that the last greater than 25% change in impedance occurred on (B)(6) 2010. The impedance changed from a high impedance value to an okay impedance value. The phd was also reviewed and found multiple high impedance readings (B)(6) 2010, date of implant. There were no system diagnostics data that resulted in okay impedance reading on this date, and therefore it is unclear whether or not the observed high impedance reading was resolved prior to closing the patient at the implant surgery. No known surgical intervention has occurred to date for the lead. No other relevant information has been received to date.